Manufacturer narrative:
D4: catalogue #: 2c1008kp (previously submitted as 2c2008k). G4: PMA/510k # or bla #: k071222 (previously submitted as na). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which only showed an image of the product pouch insert. Therefore, evidence of the reported condition could not be visualized in the photograph. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; the infusion time was over 7 days. This was observed during patient use. Additionally, a leak was noted during use of the device with a non-baxter needle set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.